Manufacturer narrative:
Describe event or problem: on several occasions the device has been tattooing the patient after it was removed. On one occasion, the product ripped while trying to remove the pad. Gel was too aggressive or product that the gel is connected to was weak. Deroyal received the reported sample. The sample and reported incident were forwarded to the manufacturer, modern medical equipment, for evaluation. Modern medical reported that the light blue color residue left on the patient's skin can easily be removed using a cloth and alcohol, and the hydrogel residue passed biocompatibility so it poses no issue to the patient. Modern medical has added a recommended cleaning method after applying the product to the patient in the IFU, are in the process of evaluating a method to reduce the blue color residue on the patient, added a damage check to the foil, and are evaluating the punching fixture in foil forming process.

Event description:
On several occasions the device has been tatooing the patient after it was removed. On one occasion, the product ripped while trying to remove the pad. Gel was too aggressive or product that the gel is connected to was weak.